Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3389s-40, lot# va0wu6m, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a thinning of their scalp over the stimloc. The cause of the issue was the patient's very thin skin to begin with. A revision procedure was done. During the revision the hcp opened up the incision over the stimloc and grafted a small piece of muscle from the temporalis. The issue was resolved after the revision. The patient was alive with no injury. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.